Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was showing as pre-admitted in the station and need to be changed as admit. A technical support specialist reviewed the relevant tables in sql server management studio (ssms) filtered by the provided patient identity and identified a processing error associated with the patient, analyzed the external messaging service logs and determined the issue was related to knowledge article (ka): "med es server messages not processing concurrent error", where mishandling within the messaging service can delay processing beyond 10 minutes, causing messages not to process correctly, confirmed that the issue was resolved after the customer resent the a01 message to admit the patient when the initial message was not triggered, noted that knowledge article (ka): "med es server messages not processing concurrent error" could not be executed as the hotfix was not compatible with version 1.7.4, and escalated the case to a product support engineer (pse) for consultation. The customer provided approval to close the case, acknowledging that the hotfix was not currently available and confirming plans to upgrade to version 1.12, proceeded with case closure as requested. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, two patients admitted this morning for (B)(6) and (B)(6) were incorrectly displayed as pre-admitted in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.